Manufacturer narrative:
Investigation results: visual investigation: the affected device was not available for investigation. Therefore an investigation of the device was not possible. Batch history review: as the lack of the information and without an product received it is not possible to check the device quality and manufacturing history records. Conclusion and measures / preventive measures: the conclusion from the root cause analysis is that a systematic device deviation is unlikely since the received complaints are limited to certain health care institutions and their applicants. The participation of the applicants in this deviation scenario cannot be excluded by today. Based on the root cause analysis result no corrective actions have been carried out. As a preventive action we were in contact with the affected health care institutions and applicants in order to reduce the probability of recurrence. The complaints were submitted to aesculap ag as a summary report. In order to examine further actions, all cases from the summary report are processed as vigilance suspicion cases and are continuously monitored.

Event description:
It was reported that there was an issue with ae-qas-k521-56-collect.no.qas knee implants vega. Direct material is unknown. According to the complaint description, as a result of having the product implanted, the patient has experienced severe pain, difficulty walking, swelling, and loosening and instability of implant, which resulted in a revision surgery. The primary surgery occurred on (B)(6) 2016, and the revision surgery occurred on (B)(6) 2018. All available information has been provided at this time, if additional information becomes available the complaint will be updated accordingly. The adverse event / malfunction is filed under aag reference (B)(4).